Event description:
The customer reported via phone call that the insulin pump would turn off without a low battery alarm. Customer also reported a failed battery test alarm occurred after a new battery insertion. Customer's blood glucose was 211 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm and the display returned at the end of troubleshooting. The customer later called back to report the insulin pump had turned off despite having a new battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.